Manufacturer narrative:
It was reported that there was backflow. One sample model 2420-0007 was returned for investigation by the customer and investigated under (B)(4). The testing found backflow from the secondary administration set flowing past the check valve and upwards into the drip chamber of the primary administration set, which can be perceived as an over infusion. However, the set was inadvertently discarded before further investigation could be conducted. Due to the sample being inadvertently discarded, no further investigation can be conducted. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Material # 2420-0007, batch # unknown. It was reported by customer that it was reported an over infusion of sodium phosphate. The sodium phosphate concentration of 20mmol/500ml was programmed to run at 125ml/hr. The infusion completed sooner than the intended duration of four (4) hours. At approximately 1720, the clinician noted that blood had flowed (patient end IV) into the IV tubing and to the top of the sodium phosphate tubing. Repeat blood draws and close monitoring of the IV site was provided to the patient. There was patient involvement, but no harm. Verbatim: rcc received a complaint via email. Disposable complaint (B)(4). It was reported an over infusion of sodium phosphate. The sodium phosphate concentration of 20mmol/500ml was programmed to run at 125ml/hr. The infusion completed sooner than the intended duration of four (4) hours. At approximately 1720, the clinician noted that blood had flowed (patient end IV) into the IV tubing and to the top of the sodium phosphate tubing. Repeat blood draws and close monitoring of the IV site was provided to the patient. There was patient involvement, but no harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim: it was reported an over infusion of sodium phosphate. The sodium phosphate concentration of 20mmol/500ml was programmed to run at 125ml/hr. The infusion completed sooner than the intended duration of four (4) hours. At approximately 1720, the clinician noted that blood had flowed (patient end IV) into the IV tubing and to the top of the sodium phosphate tubing. Repeat blood draws and close monitoring of the IV site was provided to the patient. There was patient involvement, but no harm.